Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube"), uterine perforation ("essure device had migrated and perforated her uterus/migration of essure device location of device: x-ray confirms the bilateral essure devices were in the uterus") and device expulsion ("essure devices were located in uterus") in a 23-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live births: 2 (B)(6)2004, (B)(6)2008)), chlamydial infection (treatment taken in 2003), tobacco user and attention deficit disorder. Previously administered products included for birth control: depo-provera from 2004 to 2007. Past adverse reactions to the above products included adverse drug reaction with depo-provera. Concomitant products included methylphenidate hydrochloride (concerta) from 2013 to 2015 and methylphenidate hydrochloride (ritalin) from 2013 to 2015 for attention deficit disorder. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 9 months after insertion of essure, the patient experienced fatigue ("fatigue,"). In 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation / abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / abnormally prolonged menses/menorrhagia"), back pain ("severe back pain / back pain while not menstruating"), vaginal infection ("chronic vaginal infections"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), headache ("migraines / headaches"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: reduced sexual drive") and hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches"). In october 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular period"), hot flush ("hot flashes"), night sweats ("night sweats"), weight increased ("weight gain / loss"), adnexa uteri pain ("ovaries pain") and weight decreased ("weight gain / loss"). The patient was treated with diphenhydramine hydrochloride, naproxen sodium (aleve pm), antibiotics, surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy), surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, back pain, vaginal infection and dyspareunia was resolving, the uterine perforation, headache, alopecia, vaginal discharge, libido decreased, abdominal distension, menstruation irregular, vaginal haemorrhage, hot flush, urinary tract infection, night sweats, migraine, weight increased, fatigue, adnexa uteri pain and weight decreased had resolved and the device expulsion and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hot flush, libido decreased, menorrhagia, menstruation irregular, migraine, night sweats, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The essure device was deployed into the tube without difficulty. Condoms: (B)(6) 2003 to (B)(6) 2008 use for birth control. The essure device was deployed into the tube without difficulty. Lower abdominal pain, pelvic, back and ovary pain moderate to severe and chronic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ultrasound scan - on an unknown date: left essure could be seen x-ray - on an unknown date: essure devices were located in uterus in october of 2016, a pelvic ultrasound and x-ray was performed, the results of which showed that the essure device had migrated and perforated her uterus and fallopian tube. Right adnexa- the fallopian tube is opened length-wise to reveal a 2.7 cm in length grey metal wire with a diameter of less than 1 mm within the lumen of the tube. There is a silver metal coil surrounding the wire. This device is located 6 cm from the fimbriated end of the fallopian tube and extends into the right uterine horn. Left adnexa- he fallopian tube is opened length-wise, to reveal a 3 cm length of grey metal coiled wire within the lumen of the fallopian tube. This device has a diameter of less than 1 mm. The device is located 6.8 cm from the fimbriated end and extends into the left cornu which appears somewhat dilated with a 0.5 cm space filled with red-brown fluid. Concerning the injuries reported in this case, the following one/ones were reported via medical record:urinary tract infection,dysmenorrhea,menorrhagia, device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube"), uterine perforation ("essure device had migrated and perforated her uterus/migration of essure device location of device: x-ray confirms the bilateral essure devices were in the uterus") and device expulsion ("essure devices were located in uterus") in a 23-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live births: 2 ((B)(6) 2004, (B)(6) 2008)), chlamydial infection (treatment taken in 2003), tobacco user and attention deficit disorder. Previously administered products included for birth control: depo-provera from 2004 to 2007. Past adverse reactions to the above products included adverse drug reaction with depo-provera. Concomitant products included methylphenidate hydrochloride (concerta) from 2013 to 2015 and methylphenidate hydrochloride (ritalin) from 2013 to 2015 for attention deficit disorder. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 9 months after insertion of essure, the patient experienced fatigue ("fatigue,"). In 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation / abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / abnormally prolonged menses/menorrhagia"), back pain ("severe back pain / back pain while not menstruating"), vaginal infection ("chronic vaginal infections"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), headache ("migraines / headaches"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: reduced sexual drive") and hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular period"), hot flush ("hot flashes"), night sweats ("night sweats"), weight increased ("weight gain / loss"), adnexa uteri pain ("ovaries pain") and weight decreased ("weight gain / loss"). The patient was treated with diphenhydramine hydrochloride, naproxen sodium (aleve pm), antibiotics, surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy), surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, back pain, vaginal infection and dyspareunia was resolving, the uterine perforation, headache, alopecia, vaginal discharge, libido decreased, abdominal distension, menstruation irregular, vaginal haemorrhage, hot flush, urinary tract infection, night sweats, migraine, weight increased, fatigue, adnexa uteri pain and weight decreased had resolved and the device expulsion and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hot flush, libido decreased, menorrhagia, menstruation irregular, migraine, night sweats, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The essure device was deployed into the tube without difficulty. Condoms: (B)(6) 2003 to (B)(6) 2008 use for birth control. The essure device was deployed into the tube without difficulty. Lower abdominal pain, pelvic, back and ovary pain moderate to severe and chronic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ultrasound scan - on an unknown date: left essure could be seen x-ray - on an unknown date: essure devices were located in uterus in (B)(6) 2016, a pelvic ultrasound and x-ray was performed, the results of which showed that the essure device had migrated and perforated her uterus and fallopian tube. Right adnexa- the fallopian tube is opened length-wise to reveal a 2.7 cm in length grey metal wire with a diameter of less than 1 mm within the lumen of the tube. There is a silver metal coil surrounding the wire. This device is located 6 cm from the fimbriated end of the fallopian tube and extends into the right uterine horn. Left adnexa- he fallopian tube is opened length-wise, to reveal a 3 cm length of grey metal coiled wire within the lumen of the fallopian tube. This device has a diameter of less than 1 mm. The device is located 6.8 cm from the fimbriated end and extends into the left cornu which appears somewhat dilated with a 0.5 cm space filled with red-brown fluid. Concerning the injuries reported in this case, the following one/ones were reported via medical record:urinary tract infection,dysmenorrhea,menorrhagia, device expulsion most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Hormone changes added as event. Concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube") and uterine perforation ("essure device had migrated and perforated her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation / abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / abnormally prolonged menses"), back pain ("severe back pain / back pain while not menstruating"), abdominal pain lower ("cramping / severe lower abdominal pain while not menstruating"), vaginal infection ("chronic vaginal infections"), pelvic pain ("severe pelvic pain / pelvic pain, while not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, menorrhagia, back pain, abdominal pain lower, vaginal infection, pelvic pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results: in (B)(6) 2016, a pelvic ultrasound and x-ray was performed, the results of which showed that the essure device had migrated and perforated her uterus and fallopian tube. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube") and uterine perforation ("essure device had migrated and perforated her uterus/migration of essure device location of device: x-ray confirms the bilateral essure devices were in the uterus") in a 23-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (pregnancies: 2), parity 2 (live births: 2 ((B)(6) 2004, (B)(6) 2008)) and chlamydial infection (treatment taken in 2003). Previously administered products included for birth control: depo-provera from 2004 to 2007. Past adverse reactions to the above products included adverse drug reaction with depo-provera. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 9 months after insertion of essure, the patient experienced fatigue ("fatigue,"). In 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation / abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / abnormally prolonged menses/menorrhagia"), back pain ("severe back pain / back pain while not menstruating"), vaginal infection ("chronic vaginal infections"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), headache ("migraines / headaches"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: reduced sexual drive"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced abdominal distension ("bloating"), menstruation irregular ("irregular period"), hot flush ("hot flashes"), night sweats ("night sweats"), weight increased ("weight gain / loss"), adnexa uteri pain ("ovaries pain") and weight decreased ("weight gain / loss"). The patient was treated with diphenhydramine hydrochloride, naproxen sodium (aleve pm), antibiotics, surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, back pain, vaginal infection and dyspareunia was resolving and the uterine perforation, headache, alopecia, vaginal discharge, libido decreased, abdominal distension, menstruation irregular, vaginal haemorrhage, hot flush, urinary tract infection, night sweats, migraine, weight increased, fatigue, adnexa uteri pain and weight decreased had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, migraine, night sweats, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Condoms: (B)(6) 2003 to (B)(6) 2008 use for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion in (B)(6) of 2016, a pelvic ultrasound and x-ray was performed, the results of which showed that the essure device had migrated and perforated her uterus and fallopian tube. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Aka names added. Event abnormal bleeding (vaginal, menorrhagia), weight gain, weight loss, migraines / headaches, hormonal changes describe: reduced sexual drive, bloating, irregular period, hot flashes, urinary tract infection, night sweats, weight gain / loss, fatigue, ovaries pain. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube"), uterine perforation ("essure device had migrated and perforated her uterus/migration of essure device location of device: x-ray confirms the bilateral essure devices were in the uterus") and device expulsion ("essure devices were located in uterus") in a 23-year-old female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live births: 2 ((B)(6) 2004, (B)(6) 2008)), chlamydial infection (treatment taken in 2003) and tobacco user. Previously administered products included for birth control: depo-provera from 2004 to 2007. Past adverse reactions to the above products included adverse drug reaction with depo-provera. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 9 months after insertion of essure, the patient experienced fatigue ("fatigue,"). In 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation / abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / abnormally prolonged menses/menorrhagia"), back pain ("severe back pain / back pain while not menstruating"), vaginal infection ("chronic vaginal infections"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), headache ("migraines / headaches"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: reduced sexual drive"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular period"), hot flush ("hot flashes"), night sweats ("night sweats"), weight increased ("weight gain / loss"), adnexa uteri pain ("ovaries pain") and weight decreased ("weight gain / loss"). The patient was treated with diphenhydramine hydrochloride, naproxen sodium (aleve pm), antibiotics, surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy), surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, back pain, vaginal infection and dyspareunia was resolving, the uterine perforation, headache, alopecia, vaginal discharge, libido decreased, abdominal distension, menstruation irregular, vaginal haemorrhage, hot flush, urinary tract infection, night sweats, migraine, weight increased, fatigue, adnexa uteri pain and weight decreased had resolved and the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, migraine, night sweats, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The essure device was deployed into the tube without difficulty. Condoms: 25-jun-2003 to 25-jun-2008 use for birth control. The essure device was deployed into the tube without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ultrasound scan - on an unknown date: left essure could be seen x-ray - on an unknown date: essure devices were located in uterus in (B)(6) of 2016, a pelvic ultrasound and x-ray was performed, the results of which showed that the essure device had migrated and perforated her uterus and fallopian tube. Right adnexa- the fallopian tube is opened length-wise to reveal a 2.7 cm in length grey metal wire with a diameter of less than 1 mm within the lumen of the tube. There is a silver metal coil surrounding the wire. This device is located 6 cm from the fimbriated end of the fallopian tube and extends into the right uterine horn. Left adnexa- he fallopian tube is opened length-wise, to reveal a 3 cm length of grey metal coiled wire within the lumen of the fallopian tube. This device has a diameter of less than 1 mm. The device is located 6.8 cm from the fimbriated end and extends into the left cornu which appears somewhat dilated with a 0.5 cm space filled with red-brown fluid. Concerning the injuries reported in this case, the following one/ones were reported via medical record:urinary tract infection, dysmenorrhea, menorrhagia, device expulsion. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Event added per mr: essure devices were located in the uterus. Concurrent conditions included. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.